Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. An event of a cardiac tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a cardiac tamponade occurred and blood transfusion was performed. After one and a half hours brockenbrough was performed and when the introducer was inserted into the cardiac cavity, blood pressure dropped. There was a possibility of cardiac tamponade. It was considered that the right atrial appendage might have been damaged. A blood transfusion was performed and blood pressure stabilized. The patient recovered and no extended hospitalization was required.